Event description:
Dealer states the right button that holds arm up will not stay locked. Dealer states when unfolding the chair the right side arm will not stay locked. Dealer states it looks as though it doesn't look like screw is in all the way.